Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer has verified the sample was mislabeled. The customer will be doing operator training to prevent re-occurrence. A siemens headquarter support center (hsc) specialist evaluated the event data. Hsc concluded that the dimension vista instrument uses the sample type to define what is run, which is done at the sample identification level. If the sample ID has a sample type of "urine" all tests run will be run as "urine" tests. In this case, the lis had both a serum and urine tests as the same sample ID and classified the sample as "urine". Once the result is received by the centralink, it will read the sample type as "urine" and the result will be shown under the coded test code. The cause of the discordant creatinine result was due to a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant creatinine result was obtained on one patient sample with the centralink data management system. The patient was scheduled for creatinine clearance testing which requires a serum and urine creatinine results. The laboratory information system (lis) is supposed to use two distinct sample identifications: one for serum and one for urine. However, the lis sent the order for testing using the same sample ID, indicated for urine testing, for both samples. This resulted in the serum sample being tested and the result posting in place of the urine creatinine result. The discordant result was reported to the physician(s), who questioned it. It is unknown if the sample was repeated and corrected. There are no reports of patient intervention or adverse health consequences due to discordant creatinine result.